Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound infection cannot be ruled out. Risk factors for wound infection in this patient include: concomitant bevacizumab (vegf inhibitor, which carries a black box warning for surgery and wound healing complication. Source: bevacizumab prescribing information), concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and surgery affecting skin integrity. Wound infection was not reported as an adverse event in the pivotal ef-11 recurrent gbm trial. There have been 103 reports of wound infection in the commercial program to date.

Event description:
A (B)(6) year old female patient with recurrent glioblastoma (gbm) began optune therapy on (B)(6) 2020. On august 07, 2020, novocure was informed by the spouse that on an unspecified date, the patient underwent a head CT scan due to fluid leakage and a possible infection at the craniotomy surgical resection incision (last surgical resection (B)(6) 2019). On (B)(6) 2020, the spouse reported that the patient had a small cut on the scalp that developed into an infection and the patient required an unspecified procedure. On (B)(6) 2020, the spouse reported that the patient underwent wound revision surgery, and a portion of the skull was removed. Prescribing physician instructed the patient to discontinue optune, and not place anything on the scalp until the patient recovered. Prescribing physician was contacted for additional information, and causality assessment with no response.